Event description:
It was reported that high out of range pace impedances were observed, on this rv lead. Measurements reached 2746 ohms. Noise oversensing was also seen on stored egms. Patient reportedly has a good underlying rhythm, and they did not see inhibition of greater than 2 sec. Cannot rule out a lead issue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).